Manufacturer narrative:
The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used sample from the same lot was returned for investigation. The devices were visually inspected. The testing confirms the failure, and inspection shows welding not correctly made on cuff. Welding process on cuff is not completely done on part, due to the thickness of cuff. New flat tips for measurement of wall thickness and setup for cuff measurement and setup on molding process, action was done.

Event description:
It was reported that there was an air leak coming from the cuff during the procedure, which required the replacement of the tube intraoperatively. The tube was prepared as usual before the procedure, meaning that the package was opened, the cuff was inflated with a 10 cc syringe of air, slight pressure was applied to the cuff in a sterile manner to exclude any perforation, the cuff was deflated, and lubrication was done using silicone spray on the distal part of the tube as well as inside the tube through the proximal orifice. Orotracheal intubation was easily performed on the patient, manual ventilation for a short moment without any problem, and then controlled ventilation via the respirator. The cuff pressure was checked with a manometer, and the tube was secured by the surgeon at the lip. After about 45 minutes, a leak appeared in the circuit, which the nurse anesthetist colleague quickly localized at the cuff and the cuff balloon was deflated, and despite several attempts to reinflate it, it kept deflating again. Therefore, the tube was changed for the patient. No incident occurred with the new tube. The tube was tested in water to find the source of the leak and was able to see air escaping where the cuff attaches to the tube. There was patient involvement.